Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.31ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/- 5%). During testing a review of the device system configuration, it was found that the customer had a custom setting for a bolus delivery rate of 5ml/hr, instead of the factory default setting of 125ml/hr. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).

Event description:
The customer contact reported when the button on the bolus cord was pressed, the device took longer than expected to deliver a bolus dose. The device was returned to the biomedical department with an unsigned note that stated, "bolus doesn't dose correctly." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, when the button on the bolus cord was pressed, the device took longer than expected to deliver a bolus dose. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.